Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer delivered too much insulin for the amount of carbohydrates consumed. Additionally, customer was active. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.